Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root cause has been identified. Home patient (hp) stated there was a lot of air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm that occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated that there were large gaps of air in the patient line. The tsr then advised and assisted the hp to end therapy and start over with new supplies. On (B)(6) 2011 product surveillance spoke with the hp's nurse (rn) who stated she believed the hp was performing therapy without issue. The rn stated, she could not provide any additional information.